Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had a history of high capture thresholds. The device was explanted and replaced as it had been programmed to high left ventricular output. The patient was asymptomatic to the event. The physician elected to keep the lead implanted with the new device. The patient was in stable condition post procedure.